Event description:
Reporter indicated that his vns therapy programming handheld froze during interrogation. Troubleshooting did not resolve the issue. Good faith attempts are currently being made to obtain the handheld for analysis.